Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: blurred. Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The failure mode will be monitored for future reoccurrence.  The device manufacturer date is not known. H3 other text : 81.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image during procedure. Additional information confirmed a replacement was used to complete the procedure successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image during procedure. Additional information confirmed a replacement was used to complete the procedure successfully.